Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted in the right femoral for cardiomyopathy. It was reported that hemolysis occurred immediately after the introduction of impella. Repositioning and flow rate adjustment were performed but was unsuccessful. Ultimately, the patient was administered haptoglobin and continuous hemofiltration/hemodiafiltration (chdf) was performed. No further information was provided.